Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893149. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. The patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. The patient was discharged at a later date and the cause of peritonitis was not determined. The patient was recovering from this peritonitis event. The nurse was contacted and stated this peritonitis event was unrelated to baxter dianeal solution but declined to provide any further information. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.